Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to shell loosening leading to eccentric wear of the poly insert. The shell, 2 screws, liner and head were revised.